Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the lead helix would not deploy. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.